Manufacturer narrative:
(B)(4). Event evaluation: still under investigation at this time.

Event description:
The device was inserted from right radial artery to dilate right subclavian artery. After dilation, the device was stuck inside a terumo sheath when it was removed. The physician inflated and deflated the balloon repeatedly to remove it from the sheath, however, it was failed and the shaft was stretched. In order to solve the situation, he removed the sheath (with the atb balloon catheter inside) out of the patient's body. No additional procedure was required. The patient's condition after the procedure is unknown.